Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusions: under pt selection and treatment in the IFU it further states: "the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following populations: acute and chronic dissections." The gore tag endoprosthesis instructions for use (IFU) states: adverse events which may require intervention and/or conversion to open repair include, but are not limited to: cerebrovascular accident."

Event description:
On (B)(6) 2011, the pt underwent endovascular repair for treatment of a type b complicated aortic dissection. A conformable gore tag thoracic endoprosthesis was implanted just distal to the left common carotid artery (lcca) with intentional coverage of the left subclavian artery (lsa). It was reported that the lsa was covered due to the pt's aortic neck having insufficient length between the left subclavian artery and the beginning of the dissection to serve as a landing zone. The dissection was successfully treated and the pt tolerated the procedure. On (B)(6) 2011 experienced an embolic stroke. Magnetic resonance imaging (MRI) showed the right cerebral hemisphere to be the most affected area.